Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. During the replacement procedure, the atrial lead impedance was low. The lead was capped and replaced. During the removal of the atrial lead, the physician noticed an insulation break on the right ventricular (rv) lead. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator, (B)(6) 2010; 4568 implantable pacing lead, (B)(6) 2002. (B)(4).